Event description:
On (B) (6) 2009: customer reported the table would only tilt up with the hand control, but had no functionality for downward motion. The foot control was not working. This did not occur during a procedure, and there was no patient involvement.

Manufacturer narrative:
Field service engineer determined cable that connects the foot control to the micro-processor failed. Due to the age of this equipment, this cable, is no longer available. The fse discussed this with the customer and they said it would be fine to use the hand switch only and to disconnect the foot control. Fse disconnected the foot control cable. The fse checked and verified table operation per chapter 10 of the hugh young table service manual. System returned to full service by the customer.